Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that orders were not crossed to all stations. The technical support specialist confirmed that the heartbeat was current and there were no messages waiting to be processed. The system functioned as intended the technical support specialist confirmed that the stations were communicating with the es server as expected. No further information was available upon follow-up with the end user.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, orders were not crossed to all stations. The customer stated that the user was unable to pull medication for patients. The end user put the station on critical override to allow them to remove medications. However, there were no adverse events or injuries reported based on this event.